Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell a few weeks ago. The pt was experienced a loss of therapeutic effect with stimulation in the wrong location. Stimulation was felt only in the buttocks and the pt was unable to empty their bladder. The pt was at home in fair condition. Additional info was requested.